Event description:
Device malfunction: none. Time of symptoms/ae: during the procedure. Symptoms/ae: hypotension. It was reported that during an internal carotid artery stenting procedure post stent deployment, the patient experienced hypotension and neck pain, headache and "floaters" in both eyes. There was no treatment given for the neck pain; however, the hypotension was treated with dopamine and resolved 4 days post procedure prolonging the hospitalization. The patient was offered but refused tylenol for the headache and the headache and "floaters" resolved one day post procedure. The patient was discharged to home 5 days post procedure. Discharge to home date 2008. Though requested, no additional information was provided.

Manufacturer narrative:
Study event: the device remains in the patient. The lot number was provided. Review of the device history record did not reveal any non-conformities which could have contributed to this complaint. Hypotension, headache and pain may occur during this type of procedure and as listed in the device instructions for use. Hypotension, headache and pain are known potential adverse effects associated with the use of carotid stents. The reported hospitalization was in response to the observed patient effects. No device malfunction was reported.